Manufacturer narrative:
Results code refers to the catheter.

Event description:
It was reported that two weeks post-implant, the pt required revision because a problem with the connection of the catheter to the pump. It was "loose". An "extension" was added. No pt symptoms were reported.